Event description:
While preparing to service the ventilator, the hospital biomedical technician reported the snubber board on the ventilator power supply had signs of damage due to overheating. The ventilator was not in use on a pt, therefore, there was no pt involvement or harm. The respironics service technician confirmed the customer reported problem. The service engineer reported replacing the power supply to correct the findings. Damage to the snubber pcb and power supply may result in a malfunction of the power supply. Malfunction of the power supply during use could cause the ventilator to shut down.

Manufacturer narrative:
Na